Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient advocate called boston scientific technical services (ts). The patient advocate reported that days after the implant procedure the icm device came out of the skin of the patient. The patient was subsequently seen at the emergency department and the icm device was explanted. No other devices have been implanted at this time. Device has been returned. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The patient advocate called boston scientific technical services (ts). The patient advocate reported that days after the implant procedure the icm device came out of the skin of the patient. The patient was subsequently seen at the emergency department and the icm device was explanted. No other devices have been implanted at this time. Device has been returned. No additional adverse patient effects were reported.